Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 438mg/dl. Customer's blood glucose value was 438mg/dl at the time of the call. Customer treated with water. Customer's mother declined to troubleshoot for high readings. Customer's mother was advised possible causes of high blood glucose. The product will not be returned for analysis.